Event description:
It was reported that after "9 years running", the patient's pump was replaced on (B)(6) 2011 due to being at the end of its battery. The replacement procedure was noted as having been correctly done; and without any problems. During the surgical replacement procedure, the catheter was checked for drug/cerebrospinal fluid (csf) flow; and it was noted that there were no problems. The connection of the new pump and catheter was completed inside the pocket. It was noted that after the connection was made, it was not checked if the drug/csf was flowing correctly through the catheter and catheter port. One week after the replacement surgery, the patient returned to the hospital due to feeling spasticity in his abdomen. A physician interrogated the pump on (B)(6) 2011. The physician was able to extract 20 ml of baclofen from the pump's reservoir, instead of the 18 ml indicated by telemetry. Using a catheter access kit, the physician was not able to inject or extract anything through from the catheter access port of the pump. Fluoroscopy imaging was performed, however it was "impossible to see if there was any kink or obstruction in the catheter spinal segment or at the pump segment (that was replaced with the new pump)". The physician indicated that although the patient had an increase of spasticity, the symptoms of baclofen withdrawal were not very clear. The physician decided to administer oral baclofen to the patient. On (B)(6) 2011, a surgical review of the pump was performed. The pocket was opened, and the catheter pump segment was separated from the pump. It was determined that there was "some fat" obstructing the connection between the catheter and the pump. It was further noted that "all the catheter was in the pump pocket"; and a "yo-yo effect" was described. The physician decided to explant the entire system, and a new pump and catheter were implanted. During this device replacement procedure, and just after the connection of the catheter and the pump, the same problem appeared again. The physician again could not inject or extract fluid to see if the catheter was permeable. The catheter was then disconnected from the pump, and reconnected again. This time it was found that the system was permeable, as csf flowed through the catheter access port. The implant was noted to have ended successfully; and the patient was recovering satisfactorily. It was later reported that surgery was completed twice, because they needed to open two different sterile fields. It was further reported that the sutureless pump connector was not properly connected to the pump in regards to the first replacement. The catheter and sutureless pump connector/kit were discarded following the surgery. The pump delivered lioresal 500 mcg/ml, at 225 mcg, daily.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.